Event description:
It was reported that the 9600 system had an error code of "bad iris pot", and would not boot up prior to a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The iris pot was replaced and the collimator was recalibrated during the service call. The system was tested and found to be working as intended and put back into service.